Manufacturer narrative:
The reporting facility indicates that they are supplementing a report however we can't determine, based on previous information, whether or not we submitted this report therefore we are submitting this as an initial report. The device referenced in this report was not returned to olympus for evaluation or service at this time. An olympus endoscopy support specialist (ess) visited the site to assess the reprocessing practices at the user facility and provided training and education to the user facility staff on the following dates: january 30, 2015, january 31, 2015 and february 3, 2015. The ess noted reprocessing inconsistencies during the site visit. Olympus followed up with user facility to obtain additional information regarding the reported event by telephone and in writing but with no results.

Event description:
Olympus received (B)(4) which reports that one of six patients that underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure using a duodenovideoscope, allegedly developed sepsis with carbapenem-resistant klebsiela pneumoniae (crkp) and expired. It was reported that on (B)(6) an exploratory laparotomy was performed for a bile leak at the cut surface of the liver. On (B)(6) the patient was found to have bilateral pleural effusions, pulmonary vascular congestion, and significant increased generalized edema and was continued on vasopessor gtts. Additionally, on (B)(6) a second exploratory laparotomy with intra-operative ercp was performed. It was reported that on (B)(6) the patient continued treatment with the following intravenous antibiotics: colistin, minocycline, imipenem, and prophylactic fluconazole. In the same medwatch report the user facility reported that after an epidemiologic and microbiologic investigation conducted by the user facility on all of the cre patients; the user facility reported a cluster of patients were identified with klebsiela pneumoniae. The user facility reported that all eight of the patients had undergone ercp procedures with a duodenovideoscope approximately within a three month period. This is report 1 of 6.